Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the procedure to implant a new ipg, the physician was unable to insert the lead into the ipg due to foreign material present in the bottom of the device. As a result, the physician had to use another ipg to complete the procedure. There was no known patient consequence due to the incident.